Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd ultra fine¿ insulin pen needle there were three needles that were clogged. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: reported that it has 3 ultra-fine 4mm bd needles (lot: 8065924; exp: 03/2023) which also came clogged.

Event description:
It was reported that during use of the bd ultra fine¿ insulin pen needle there were three needles that were clogged. Foreign complaint the following information was provided by the initial reporter, translated from portuguese to english: reported that it has 3 ultra-fine 4mm bd needles (lot 8065924 exp 03/2023) which also came clogged.

Manufacturer narrative:
H.6. Investigation summary: customer returned (3) open 4mm, 32g pen needles without the inner shield from lot # 8065924. Customer states that the needles were clogged. All returned pen needles were examined and all exhibited a bent non patient end of the cannula, which could prevent insulin from properly flowing through the cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. Possible root causes: - user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. H3 other text : see section h.10